Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available, a cause for the reported tissue damage resulting in mitral regurgitation cannot be determined. However, tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report a perforation and recurrent mitral regurgitation requiring intervention. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A mitraclip ntw was successfully implanted at a2/p2, and the procedure was concluded. On (B)(6) 2023, the patient presented with a significant medial jet. The mr was grade 4 and there were concerns of a perforated anterior leaflet. A secondary mitraclip procedure was performed to treat the mr. A mitraclip ntw was selected for treatment. It was noted that there was a good grasp at the medial location. A perforation was confirmed in the anterior leaflet. The procedure was completed with one clip implanted. There was no significant mr reduction. The mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.